Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the lung tissue during laparoscopic thoracic lobectomy, the device was fired completely. However, when they checked the staple line, it was incomplete at the distal end. They used another reload to fix the staple line and to complete the case. There was no patient injury.